Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, no delivery/occlusion alarm, keypad/button unresponsive/button error, rewind anomaly, failed battery test, damage (physical or cosmetic), charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-399a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-399a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap & battery depletion recall number. P-cap locked in place properly during testing. Unit powered on properly after battery installation. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Unable to perform rewind test, prime/seating test, basic occlusion test, sleep current measurement, active current measurement test, occlusion test, force sensor test, self test and displacement test due to keypad anomaly. Unit was downloaded using thump software. The adapt tool reveals that multiple nodelivery alarms were recorded on 10/10/2024 from 14:06:05.000 through 14:36:02.000. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No battery related alarms noted in history download review. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assembly. Per visual inspection, it was determined that the ingress of water had corroded electronic assembly including keypad flex connector. Unit was also received with scratched lcd screen, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked belt clip rails, cracked case on battery tube, cracked case (battery tube), scratched case, cracked keypad overlay at select button, stained keypad overlay, missing display window/cover and keypad overlay peeling. In conclusion, customer allegations of keypad anomaly was confirmed, unit was received with an unresponsive button due to corroded electronic assemblies, including keypad flex connector. Unit was also received with minor scratched lcd, however screen was still visible and legible. Unable to confirm audio/vibrate anomaly/absence of alarm unknown, delivery alarm/occlusion alarm, rewind anomaly, failed batt test and charge/battery lasts less than expected due to keypad anomaly. During deconstructive analysis, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.